Event description:
A pt underwent a left total hip arthroplasty. During the procedure, it was noted after drilling into trochanter that the drill bit was not intact. X-rays taken during and post operatively showed the remaining piece of the drill bit.